Manufacturer narrative:
The customer stated that there were no flags on the results which were suspect. The customer performed the following troubleshooting steps: cleaned the shear valve, performed autoclean, backflushed closed mode needle, and changed the sample peristaltic pump tubing. The precision was within specifications and all qc was within range in the closed mode. The field service engineer (fse) contacted the customer and offered an on site visit to check the instrument; however, the customer preferred to work with the fse over the phone. The fse reviewed the customer data and found the problem effected all parameters and was also present in the open mode. The fse determined the problem to be clot related, possibly due to fibrin clogs in the aspiration pathways. The fse had the customer flush the open and closed mode aspiration pathways. The fse followed up with the customer the next day. All results in the past 24 hours were verified as acceptable. The customer felt the problem was resolved. In addition, the complaint analysis and trending system was reviewed, and no adverse trends associated with clogged tubing were noted. This is the final report.

Event description:
The customer stated that one of their cell-dyn 3700 instruments generated a hemoglobin (hgb) of 8.75 g/dl and a hematocrit (hct) of 28.3% in the closed mode. The customer reviewed the pt's history and noted that previously their hgb had been higher. The customer repeated the sample on a different cell-dyn 3700 which generated a hgb of 15.3 g/dl and a hct of 46.7% which matched the pt history. The suspect results were not reported. There was no impact to pt mgmt.